Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was baclofen with an unknown dose and concentration. The reason for use was unknown. It was reported that a motor stall occurred on (B)(6) 2018. The device status at the time of the report was ¿implanted ¿ remains in service.¿ it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. Actions taken to resolve the issue consisted of the patient being referred to a surgeon. The issue was not resolved at the time of the report. The hcp has no further information on the event. Surgical intervention did not occur, but was planned. It was unknown if the intervention had been scheduled. The patient weight was unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(4) 2018. It was reported that the cause of t he motor stall was unknown, actions/interventions taken consisted of the patient who was going to see the surgeon on (B)(6) 2018. It was unknown if the motor stall was resolved, the patient¿s weight at the time of the event was unknown, and the device had not been explanted. The information was confirmed with the physician/account. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2018. It was reported that the pump was returned to the manufacturer for analysis. The pump was ¿programmed 5 ml in reservoir on (B)(4) 2018 as box was empty, in order to access alarms tab and silence alarms for mailing.¿ pump logs indicated that a motor stall occurred, stopped pump period may exceed tube set, empty reservoir alarm occurred, and low reservoir alarm occurred (on (B)(4) 2018). Pump logs also indicated that 900 mcg/ml baclofen was being delivered at 429.79 mcg/day. There were no further complications reported/anticipated.